Manufacturer narrative:
(B)(4). Date sent: 10/19/2023. Additional information was requested, and the following was obtained: did the device lock out and could not be fired at all? Device fired and formed staples as intended. Or was the trigger advanced with no staples deployed? All staples were observed as formed after firing. Was a leak confirmed? There was not a leak reported to me through any of the reports in this complaint. Were there missing staples from the staple line? All staples were observed to form as intended. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? All staples looked to be formed correctly. Could you please clarify if there was any patient consequences? There were no patient consequences reported to me in any of these pc¿s. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There was no change in post operative care reported to me. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during the unknown procedure that the doctor had six plus close observations of staple lines from tx30/60g where the staple line completed short of the tissue proximal to the support which attaches the anvil to the stapler. This stapler structure forms a channel as it passes from the cartridge housing to the anvil. She has determined in some circumstances, when used to close common enterotomy in colon anastomosis, closure/compression of tissue extrudes tissue into the channel formed by that support, adjacent to the reload cartridge deck and outside of staple line formation. This will cause staples to miss incorporating the most lateral part of the staple line unless careful observation and tissue placement medial to that channel occurs. Her solution is to try to ensure tissue does not get placed adjacent to that support. She is concerned this may lend potential for post operative leak if not observed/repaired. Unknown if the procedure was completed successfully. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.